Event description:
It was reported that during deployment of a vascular stent in the sfa, the inner catheter of the delivery system got stuck after stent release and an intervention was performed for removal of the part. The patient was reported to be in stable condition following the intervention.

Manufacturer narrative:
Although this product is not sold in the u.s., this event is being reported under regulation 21 cfr 803 as it involves a similar device to a PMA approved device sold in the u.s. Under #(B)(4). The lot number has been provided. The device history records are being reviewed. The investigation is currently underway.